Event description:
It was reported that the patient was experiencing difficulty charging and inadequate pain relief the implantable pulse generator (ipg).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.